Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the clip was applied to close the cystic duct. Upon cutting the tissue near the clip, it dropped from the duct and was retrieved. The dropped clip was broken in the middle. A new device was opened to complete procedure. There was oozing and tissue damage. The trace of dropped clip was remained on the tissue. The surgeon applied another clip beside the trace and cut the damage area with shears. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. The pt's age, weight, gender is unk. There was no irreversible damage. There was no bleeding reported in excess of 500cc.